Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient who was implanted for urge incontinence. It was reported that patient experienced fever and felt pain. It was also reported that the patient went to their health care provider and was on antibiotic, no further complications were noted or anticipated.